Event description:
The patient reported that he passed out from low blood glucose on (B)(6). His girlfriend reportedly called 911 and emergency services found that his blood glucose was 35 mg/dl at the time. The patient was given IV glucose and his blood glucose level returned to 200 mg/dl. The patient was using the pump at the time of the call and reported no further issues. His blood glucose was 119 mg/dl at the time of the call. He saw his primary care provider and was told to decrease his basal rate in half but the patient refused to change the rate. He said he wanted to see an endocrinologist. It was noted that his insulin to carbohydrate ratio was set incorrectly in the pump. Troubleshooting revealed three bolus doses in the pump history two hours before the alleged injury that the patient denies programming. He says there is no way he could have accidentally pressed the buttons to deliver the boluses. His girlfriend said he was sleeping at the time.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Review of the pump history revealed bolus doses that the patient denied giving. This could have contributed to the low blood glucose incident. Also the patient's primary care provider suggested that he lower his basal rate. An higher than required basal rate may have also contributed to low blood glucose. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump was found to be operating within required specifications and delivering insulin accurately. A review of the pump history from (B)(6) 2010 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. There were no alarms or conditions in the pump history that would indicate a pump malfunction. The pump was exercised for 29 hours with no insulin delivery issues. There were no insulin delivery issues found on investigation.